Event description:
It was reported that following deployment of an angio-seal device, a vessel occlusion was noted in the superficial femoral artery. The pt was taken to surgery and is reportedly recovering. St jude medical, daig is attempting to obtain add'l info regarding this event. The user does not allege this incident was caused by the angio-seal device.